Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The explant had not been scheduled due to the (B)(4) emergency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (12 mg/ml at 5 mg/day) via an implantable pump for an unknown indication for use. It was reported there was a synchromed ii issue; the physician reported the therapy was not effective since the pump replacement. Currently, the pump was at minimum flow rate. The issue was not resolved. The patient status was alive - no injury. Surgical intervention did not occur nor was planned. Further complications were not reported. Additional information was received. A dye study was performed, but the results were not very clear. A dose increase was performed, but it was not effective. The pump was now programmed at minimum rate and would be explanted. The cause of the ineffective therapy was not identified and had not resolved.